Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that the case went well as far as implant of the stent grafts went; however, the patient was acidotic and did not survive. The patient died of compartment syndrome on the same day of implant.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm); unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm). Conclusion: known inherent risk of a procedure (death); device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm); off-label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).